Manufacturer narrative:
The returned device, intended for use in treatment, was returned for evaluation. There was a relationship found between the device and the reported incident. Visual inspection shows a broken or detached grasper at distal end. During the functional evaluation both needles could be extracted by using a smart stich device because the pp-connector is a single use device. The pp-connector is broken. The complaint was verified and the root cause was determined to be a mechanical component failure. Corrective action has been created to cover this issue. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the upper jaw broke after short usage, when re-entering the joint the upper jaw fell on the ground. Nothing broke inside the patient.